Event description:
A power source alert 07 was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. The customer confirmed that plugging the charging cable into a wall adapter resolved the issue, and the pump began charging, requiring no further assistance.